Manufacturer narrative:
(B)(4).

Event description:
It was reported that while the (B)(6) female patient was in the ICU after bariatric surgery, the needle broke in half during insertion. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: complaint verification testing could not be performed because no sample was returned for analysis. A device history record review was performed on the needle and did not reveal any manufacturing related issues. The probable cause of the needle breaking could not be determined based upon the information provided and without a sample. No further action will be taken.